Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after an interventional balloon angioplasty of the tibial and peroneal arteries. Reportedly, the physician stopped deploying the device when the sheath was splitting in different directions. The clip was not deployed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. Inspection of the device confirmed the reported sheath splitting issue. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.